Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The reporter contacted animas on (B)(6) 2013, indicating that the pump programmed a bolus on its own. The patient reportedly noticed the pump vibrate and when they reviewed the pump there was a 0 unit bolus programmed. The reporter indicated that the patient was not performing any pump functions at the time. This report is being made based on the indication that a bolus was programmed without user intervention.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the daily insulin delivery totals were reviewed and correctly reflect the users programmed basal rates showing the pump was delivering basals accurately. Multiple 0 unit boluses were verified in the bolus history on the event date. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. No unprogrammed boluses occurred during testing. The keypad was tested and all keys are responsive to user input. The keypad was removed and no damaged or misaligned contacts were found, and there was no evidence of contamination found under the key contacts. The reported issue of unprogrammed boluses was confirmed in the pump's history but could not be duplicated during testing.